Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8015 bad switching power supply. Technical support- 1. Plug the instrument into ac. 2. Check and/or replace the battery. 3. Check the fuses. 4. Replace the off-line switcher. 5. Replace the power supply board. 6. Return the module to the factory. 7. Explain to the customer that he needed to replace the switching power supply board. The customer said ok and ended the call. A review of the device history record showed the device had a manufacture date of 08jul2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure. Based on the findings, technical support was unable to determine the proximate cause of the reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : no product returned.

Event description:
It was reported that the when the customer connects a module up to the 8015 it shuts off. It was reported there was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the when the customer connects a module up to the 8015 it shuts off. It was reported there was no patient involvement.